Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console was selected for use. During the procedure, the rotational speed was set at 180,000rpm; however, it was noted that the speed reached to 200,000rpm. Furthermore, the rotation speed was noted to be unstable. There were large difference between the rotational speed set outside the patient and the rotational speed at platform or at proximal of the lesion. The operator could not adjust the rotational speed as needed as the turbine pressure control knob is difficult and time log would occur in adjusting the rotation speed. No patient complications were reported and the patient's status post-procedure was good.